Event description:
Reporter indicated that the patient has been experiencing sleep apnea. In 04/2002, the patient's family member taped the magnet to the device to turn the device off. During this time it was reported that the patient did not experience sleep apnea. On the following day, the device was activated in the morning and the patient began to cough which was reported to cause patient headaches. The patient is reported to have good seizure control with the vns, but not as good as it was in the beginning. The patient's family member did not give permission to contact the patient's physician at this time.